Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device(s) will not be returned to olympus for evaluation. Tac provided remote troubleshooting for the three devices that broke during a case. Troubleshooting was not able to resolve the reported allegation. The investigation will be performed based on the available information. This report is related to patient identifier 697443, 685166 and 685165. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue due to fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic surgical device button jaw broke off upon grabbing and cauterizing the tissue during a therapeutic hysterectomy. The broken piece was retrieved with a separate laparoscopic grasper, and there was a slight delay to retrieve the broken pieces. There were no reports of patient harm.